Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2022 with decompensated heart failure. Since admission, slow continuous ultrafiltration (scuf) continuous renal replacement therapy (crrt) was started and the patient was intubated on (B)(6) 2022. Speed was increased from 6100 to 6200 on (B)(6) 2022, again to 6300 on (B)(6) 2022, and finally to 6400 on (B)(6) 2022. An echocardiogram on (B)(6) 2022 showed left ventricular end diastolic diameter of 8.48. It was planned to bring the patient to the cath lab on (B)(6) 2022 for possible outflow graft (og) stenting. Review of the periodic log displayed a declining trend in flow beginning (B)(6) 2022 though there were no low flow alarms associated. Additional information was received on (B)(6) 2022 that the patient underwent outflow graft surgery on (B)(6) 2022, resolving flow issues. As of (B)(6) 2022, the patient was stable and improving.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the outflow graft obstruction could not be confirmed as no product was returned for evaluation and no images were provided for review. Additionally, a specific cause for the reported events as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The controller event log file contained data from 21may2022 through 30may2022. No notable events were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, "preimplant procedures" and "implant procedures", cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10oct2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was initially admitted with vasoplegic shock secondary to stenosis from a twisted outflow graft. The patient went into respiratory distress and pulseless electrical activity (pea) on (B)(6) 2022, requiring intubation. The patient then failed extubation trials, resulting in a tracheostomy. The patient became hypotensive on (B)(6) 2022; midodrine was increased to 10 mg, twice a day. However, patient continued to need higher pressor requirements: levothyroxine, vasodilators, epinephrine and giapreza (angiotensin ii). The patient was also on hydrocortisone 100mg every 8 hours. Etiology was unclear. It was likely to be septic, and possible aspiration pneumonia (pna). All pressors were weaned off on (B)(6) 2022. A peripherally inserted central catheter (PICC) line was previously attempted on both arms, but was unsuccessful. Midline was placed back on the left. Morganella and e. Coli were previously detected in wound and c. Krusei was found in sputum. Infection and disease (ID) was re-consulted and the patient was transitioned to meropenem and continued on vancomycin by level. Cefepime and flagyl (metronidazole) were discontinued. Trans-thoracic echocardiogram(tte) was stable from prior. Anti-fungal coverage was added. Feeds were resumed. Tracheotomy was performed to vent; further trach collar trials were held off until patient got more stable. From on (B)(6) 2022, pressor requirements were decreased. Finally net became negative with continuous sustained low-efficiency dialysis (sled) from on (B)(6) 2022. The patient was still on epinephrine 0.04 mg and vasodilators 0.04 mg. The hospitalization was complicated by acute anemia requiring leukocyte reduced packed red blood cells (prbcs); anuria requiring continuous renal replacement therapy(crrt), bacteremia, left ventricular assist device (lvad) low flow alarms and hypotension, ischemic toes and fingers. Patient expressed wishes to be removed from all devices and pressors and inotropes keeping them alive. The patient passed away due to cardiopulmonary arrest on (B)(6) 2022. It was noted that the device or related therapy did not cause it. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft twist could not be confirmed as no images were provided by the account and the device was not returned for evaluation. A specific cause for this outflow graft distortion could not be conclusively determined through this evaluation. Additionally, a specific cause for the reported events and the patient's outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), could not conclusively be determined through this evaluation. The controller event log file contained data from 21may2022 through 30may2022. No notable events were captured, and the pump appeared to function as intended at the set speed. The report of low flow alarms could not be confirmed, and a specific cause for these events could not be conclusively determined through this evaluation. It was reported that hm3 lvas, serial number: (B)(6), was not explanted and would not be returned for evaluation. The heartmate 3 lvas IFU rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), infection (local, driveline, and pump pocket), bleeding, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Additionally, section 5 includes instructions for installing the outflow graft clip, and states to attach the outflow graft clip to prevent post-operative outflow graft twisting. This section further warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10oct2019. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.